Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) via an implantable pump for unknown indications for use. It was reported that they had something show up in her logs. The company representative (rep) stated that they checked the logs, and it showed a critical motor stall occurred on july 11th and the patient believed they had magnetic resonance imaging (mr)I. The rep then stated that on the 13th, it said pump duration exceeded 48 hours, event code 4 and on the 15th, it showed pump motor stall recovery. Technical service specialist reviewed telemetry mode. The issue was not resolved through troubleshooting. The rep was not with the patient. No symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.